Event description:
The account alleged that when the bed exit would alarm there was no audible alert. No injury reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.